Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. A fresh 14-58 gray stylet was inserted in the lead and came to an occlusion at 30.7 cm. There is blood in the distal conductor lumen at 30.7 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, the stylet would not go down to the end of the lead. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.